Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy ii drug eluting stent (des) was advanced to treat the lesion, however, the stent slipped off back to the shaft as trying to get through the touhy.